Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician did not implant the right atrial (ra) lead for an unspecified reason. The ra lead was not used. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.